Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an acl procedure, where a 2.7mm drill bit was used to prepare the insertion site, and cleared of all debris prior of inserting the anchor, an osteoraptor anchor pulled when the surgeon was tying the knot. An additional bone hole was drilled, however it was reported that no voids were left in the patient, whose health condition is good. Surgery resumed without any delay with a back-up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with no anchor or suture material. There is debris on the insertion device. No clinically relevant supporting documentation was provided for review. The osteoraptor is made of a biocomposite material which is intended for implantation. According the dislodged osteoraptor anchor remains retained in the patient¿s bone, therefore, micro-motion and migration is unlikely. Since it was reported the patient¿s health condition was good, no further clinical/medical assessment is warranted at this time. The complaint was not confirmed, and the root cause could not be determined. Factors that could have contributed to the reported event include inadequate bone quality, improper preparation of the insertion site, or off-axis insertion of the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.